Event description:
User facility reported patient experienced vasovagal reaction. Approximately 1 minute into the ablation, the patient had a cardiac arrest and then normal cardiac activity within 15 seconds. A second episode occurred and intervention was performed successfully to establish cardiac activity. Patient was hospitalized and eventually discharged. Patient is currently doing well.